Event description:
A malfunction alarm identified as malf 9 was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with this process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the code reappears.